Event description:
It was reported that left bundle branch block (lbbb) and complete heart block(chb) occurred. A large lotus introducer sheath, a small safari 2 guidewire and a 25mm lotus edge valve were selected for use in a transcatheter aortic valve replacement(tavr) procedure. The electrocardiogram at the start of the procedure indicated sinus rhythm. During deployment of the 25mm lotus edge valve, left bundle branch block (lbbb) was observed on the electrocardiogram. There were no changes on the patient's circulatory dynamics. The implantation of the 25mm lotus edge valve was completed successfully. Lbbb continued after the procedure was completed. Three (3) days later, the patient developed complete atrioventricular block (cavb) and a pacemaker was implanted to treat the event. Eight (8) days post index procedure, the patient was discharged.

Manufacturer narrative:
D4: lot number: corrected from 0024873174 to 0024873164.

Event description:
It was reported that left bundle branch block (lbbb) and complete heart block(chb) occurred. A large lotus introducer sheath, a small safari 2 guidewire and a 25mm lotus edge valve were selected for use in a transcatheter aortic valve replacement(tavr) procedure. The electrocardiogram at the start of the procedure indicated sinus rhythm. During deployment of the 25mm lotus edge valve, left bundle branch block (lbbb) was observed on the electrocardiogram. There were no changes on the patient's circulatory dynamics. The implantation of the 25mm lotus edge valve was completed successfully. Lbbb continued after the procedure was completed. Three (3) days later, the patient developed complete atrioventricular block (cavb) and a pacemaker was implanted to treat the event. Eight (8) days post index procedure, the patient was discharged.